Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that two rt380 adult dual heated evaqua2 breathing circuits failed the leak test on a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two complaint rt380 evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected and pressure tested. Results: no damage was found to the breathing circuits during the visual inspection. The pressure test revealed that both breathing circuits were within specification and were not leaking. Conclusion: we are unable to determine what caused the leak as reported by the customer as no fault was found with either of the returned complaint circuits. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt380 breathing circuit state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported that two rt380 adult dual heated evaqua2 breathing circuits failed the leak test on a pb840 ventilator. This was found prior to patient use.